Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling cartridge. Reportedly, the customer did not change the supplies, but removed and tried different spots on the cartridge until the customer successfully completed the fill process. There was no impact to the customer's blood glucose level.